Event description:
It was reported that during implant, set screw anomaly was noted. The device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly was confirmed and was due to septum material and med adhesive in set screw inset. The device was tested and no electrical anomalies were found.